Event description:
It was reported that the pt experienced withdrawal with hyperthermia, agitation and spasticity. It was noted that the pt also had a urinary tract infection. Per the reporter, the pump had been filled a week prior. At the time of the refill the pump was not updated with the new reservoir volume. The pump was used to deliver baclofen. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).